Event description:
A customer reported experiencing a cartridge alarm issue with their pump, specifically cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Customer service instructed the caller to attempt a specific cartridge load step, but the alarm persisted even without a cartridge installed. As a resolution, a replacement pump with updated software was sent, and the customer was instructed to return the problematic pump to avoid being charged. The caller was advised on programming new pump settings and connecting their continuous glucose monitor to the new pump, with a backup therapy utilizing multiple daily injections to ensure continuous insulin delivery.